Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a capsule tear with vitreous in the anterior chamber required an unplanned vitrectomy and suture. A brief description from the surgery center indicated that during the phaco portion of a post-femto case, zonular dehiscence occurred, and the remaining lens material and capsular bag were displaced posteriorly. The surgeon noted vitreous in the anterior chamber. An anterior vitrectomy was performed and the corneal wound was closed with a 10.0 nylon suture. No intraocular lens (iol) was implanted. The patient will have further surgery to remove the retained lens material and implant an iol.